Event description:
The set screw would not screw into the nail. Another screw was available and used to complete the surgery. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device, but rather would be related to damage under tansport.